Event description:
Hcp reported patient experienced increased spasticity. Indium study showed indium never left the pump. The actual pump reservoir volume after explant was 6 ml and expected reservoir volume on programmer was 3.6 ml.